Manufacturer narrative:
There was no device malfunction. The cycler was received for evaluation and successfully passed testing. D9: device available for evaluation and device returned to manufacturer updated. H2: type of follow-up: device evaluation.

Event description:
A report was received on 06 dec 2025 from the nurse of a 56-year-old male patient approved for performing solo home hemodialysis therapy, with a medical history including end stage renal disease, stating the patient was found unresponsive following a home hemodialysis treatment on (B)(6) 2025. Emergency medical services (ems) were called and the patient expired at the hospital. Additional information was received on 10 dec 2025 from the home therapy manager who stated cardiopulmonary resuscitation (CPR) was performed and the cause of death has not been determined.

Manufacturer narrative:
The cycler was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. The nxstage system one user guide supplement for solo home hemodialysis outlines risks, warnings, and requirements for the solo home hemodialysis patient. UDI: (B)(4).